Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw). It was also reported that the right ventricular (rv) lead exhibited chronic diminished sensing. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.